Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin delivery pen was returned to the company and found to have missing dose number segments. The humapen memoir is associated with product complaint (B)(4) /lot number 1006c01. The user and the user's training status were not provided. The device duration of use was not reported. Update (B)(4) 2012: additional information received (B)(4) 2012 via the global product complaint database. Added device specific safety summary. Updated device EU/ca and medwatch info fields.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary a pharmacist reported on behalf of a patient that the display of their humapen memoir device does not work. Investigation of the returned device (batch 1006c01, manufactured june 2010) found missing dose segments in the display due to delamination of the substrate for the u1 microprocessor which resulted in improper control signals to the display. A house sample review of batch 1006c01 was completed and found no issues regarding missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action: an investigation into the root cause has been initiated to identify potential corrective actions. Other root causes for missing segment malfunctions have been addressed through completed corrective actions. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin delivery pen was returned to the company and found to have missing dose number segments. (B)(4). The user and the user's training status were not provided. The device duration of use was not reported.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.